Event description:
Information received indicates the bed has no nurse call functions working from the siderails.

Manufacturer narrative:
The technician replaced the siderail interface board and communication cable to repair the bed. No visible damage to the board or cable.